Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The customer reported the implants were being removed because the patient's bone healed. During the scheduled removal of the pedicle screw, the screwdriver shaft broke while trying to unlock the blocker. It is reported the counter torque wrench was not used. The surgeon finished the surgery successfully with a different screwdriver from the hospital. No adverse events were reported.

Manufacturer narrative:
The customer reported the device will not be returned, only pictures were provided in which the broken tip can be seen. Without the return of the device, no evaluation or expertise on product can be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Instinct java spinal fixation systems are indicated for the temporary correction and stabilization of a portion of the vertebral column from the thoracic vertebrae to the sacrum until fusion takes place usually in a 6 to 12 months¿ period. When fusion is achieved the instinct java spinal fixation systems should be removed taking into account the risk/benefit for the patient. It is reported the instinct counter torque wrench was not used during the removal of the instinct blocker, therefore the instinct surgical technique was not followed. Based on limited and incomplete information, no additional investigation could be performed, and the root cause of issue can not be determined. Device product code was corrected from hxx to nkb. (B)(4). Patient and device codes were added received date was updated based on completion of investigation. PMA/510(k) number was corrected from exempt to k111301. Device manufacture date was added. (B)(4).

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned device was examined and the tip was found to have fractured off. A review of the manufacturing records did not detect any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage, including the usage of the counter torque wrench during final set screw tightening. Information was received which shows the counter torque wrench was not used during this case.